Event description:
The customer called to report repeated no delivery alarms when the reservoir reaches the 100 unit mark. The customer was not comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the battery tube. Unable to test for the no delivery alarms due to the blank display.